Event description:
It was reported that the ¿green indication light is inoperative¿. The event occurred while in use, no adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the faulty green led light was the root cause and replaced. Additionally, the dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.